Event description:
It was reported that the patient's right hip was revised because the ceramic head was fractured. No fall was reported to the sales rep.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown c-taper ceramic head. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.